Event description:
It was reported that the customer received a battery out limit, and now the keypad is not responding. Customer's blood glucose level at the time 83mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to verify battery out limit alarm due to no button response. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and scratched case.